Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia. The patient experienced occasional palpitations. Programming changes were made. Subsequently, a year later, the patient received inappropriate therapy again for supraventricular tachycardia. Patients medication was adjusted.